Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. Analysis of the device memory indicated an r-wave amplitude measurement issue.

Event description:
It was reported the lead displayed t wave over-sensing which caused many non-sustained events. Re-programming was performed in the clinic setting, the lead remains in use, and no patient complications have been reported as a result of this event.